Event description:
Customer reported receiving a battery out limit and a weak battery alert on the insulin pump. Blood glucose level was 45 mg/dl at the time of the call. Customer treated low blood glucose level with food. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.